Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 mg/dl. The customer reported that the insulin pump was delivering too much insulin. The customer's blood glucose was 95 mg/dl at the time of incident. The customer's blood glucose was 169 mg/dl at the time of call. The customer also reported that they also had low blood glucose of 43 mg/dl and 50 mg/dl. The customer stated that they treated the low blood glucose with food and glucose tablets. Troubleshooting was done. The customer stated that the programming was accurate. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.